Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci products to perform failure analysis. The cannula seals accessories were analyzed, and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage to the seals. The seals were placed on an in-house system. The accessories attached to the cannulas properly with a snug fit. A hem-o-lok large clip applier was attached to the arm and passed through the seals without any issues on multiple attempts. The same instrument was testing on a golden in-house 5-8 mm seal and the instrument passed through both seals identically. No product issues were identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hem-o-lok clip applier instrument could not pass through properly. It was confirmed that the rubber was torn inside the seal marked with v. The customer attempted to match the rubber pieces and discard the pieces separately. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer plans to return four cannula seals from the procedure date; one experienced a fragment issue. The accessories were inspected prior to use and no damage was noted. The surgeon did not notice any issues with the functionality of the accessory during the surgical procedure. The instrument did not collide with any other instruments or other hard material during surgical procedure. The fragments did not fall inside of the patient during an instrument tip/accessory collision. The fragment was retrieved during the same procedure; the staff performed visual inspection to confirm there were no remaining fragments. No additional surgical procedure was required to remove the fragment. There were no post operative tests like an x-ray or ultrasound performed. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to retaining a foreign object. The accessories were returned. There are no images or device video recordings available for isi.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned.